Event description:
(B)(4). Case truncated due to space limits: previous versions on file: initial info received from consumer (B)(6) 2007: female who received treatment with poly-l-lactic acid (plla) (sculptra) reported her "face is lumpy." No further info provided. Additional info sculptra (lot #/exp. Date unk) (B)(4): conclusion: no faults detectable. Addendum for follow-up (f/u) received from consumer (B)(4) 2008: currently (B)(6) female start treatment w/ plla (B)(6) 2006, to "fill in cheeks, around eyes." Ice as local anesthetic; reconstitution of plla unk to reporter. She reported "lumps, bumps." On unspecified date, after last set of injections, she was "very lumpy in area where sculptra was injected." She has received unspecified treatment and / or meds for event. Event ongoing. Treatment w/ plla not continuing. Biopsy not performed. Concomitant meds include prednisone, starting (B)(6) 2006/stopped (B)(6) 2007, for sarcoid. Medical history: sarcoid and allergies. On (B)(6) 2006, x-rays and breathing tests, indicated sarcoid was back. Consumer indicated sarcoid in remission. Seen by hcp (B)(6) 2005 for problem. No additional medical info provided. (Namip). Addendum for f/u calls received from consumer (B)(4) 2008 and for call to consumer from (B)(4) on (B)(4) 2008. Namip. Addendum for f/u received from treating md via legal (B)(4) 2008: md notes: (B)(6) 2006: pt has hollow cheeks, lost volume and sagging skin. Had fat grafts; however, effects didn't last for > 1 yr. Decided that pt would undergo 3 sessions of plla, 2 vials at a time. Two vials of plla (lot #a6001, exp feb08) given (B)(6) 2006. On (B)(6) 2006: plla reconstituted w/ sterile water. Total volume of 10 cc injected to face; 1 vial injected into nasolabial folds and marionette lines (ml) and 1 vial injected into cheeks. A 1% lidocaine used as anesthetic. Noted (B)(6) 2007 - pt experienced good results. On (B)(6) 2007, 2 vials plla (lot # a6011, exp feb08) injected to face, total 8cc. On (B)(6) 2007, plla reconstituted w/ sodium chloride (nacl). On (B)(6) 2007, 2 vials of plla (lot #a6011, exp feb08) injected to face. On (B)(6) 2008, plla reconstituted with 5cc water. Total volume 10cc injected to face (B)(6) 2007. On (B)(6) 2007, also received dermabrasion treatment to scar on left eyebrow and left eyelid. On (B)(6) 2007 - noted pt healing well and plla looks good. On (B)(6) 2007, plla "a little full," and palpable marionette lines line areas; otherwise excellent. On (B)(6) 2007, lumpiness of cheeks and eye areas noted to be secondary to plla. On (B)(6) 2007, pt c/o some lumpiness from plla. Lumpiness noted right periorbital area; however, physician reported it is not noticeable and no treatment provided. Lumpy right cheek malar prominence noted. On (B)(6) 2007 - hyaluronic acid 0.2cc given right lateral central and lateral malar area to soften area between lumps of plla. On (B)(6) 2008, plla nodularity less but still prominent in periorbital and cheek areas. Rec'd botox treatment (B)(6) 2008. Namip. Additional info received via legal (B)(4) 2008: med records: (B)(6) 2003: consult: history: sarcoid diagnosed 1999, bronchoscopy/biopsy: non-caseating granuloma; leukopenia "many yrs." Bicuspid aortic valve; pneumonia/pleurisy 1987; never smoked; drug allergies; has post-nasal drip/back pain/nail fungus/probable lipoma on back/ +ana/ chest x-ray (B)(6) 2002: stage ii sarcoid. On (B)(6) 2006 office visit: chest x-ray increase baseline reticular nodular infiltrate. Bilateral/pulmonary function decline: consistent w/ exacerbation of sarcoidosis. Lab: (B)(6) 2003: bld tests unremarkable, except white blood cell count (wbc) 4.3 (lower limit normal (11nl) 4.5). On (B)(6) 2006: wbc 3.0, (11nl 3.8). Chest x-ray: (B)(6) 2004, bilateral interstit disease, no change from (B)(6) 2003; (B)(6) 2005: sarcoidosis, mult. Nodu. Inf's, mult. Nodules no change; (B)(6) 2006, see above; (B)(6) 2007, decreased nodu. Inf. Spirometries (B)(6) 2003-(B)(6) 2008: see prior version; podiatry: history: see prior version. Additional records received (B)(6) 2008: med records: 2002-(B)(6) 2008: includes history leukopenia back to 1993. Labs 2003-(B)(6) 2007; wbc low, lowest on record 2.2 (B)(6) 2003 (11n 3.8); 3.1 (B)(6) 2005 (11n 4.0); 3.0 (B)(6) 2007 (11n 4.6); tsh nl. And see prior version. U/s thyroid: nodules first seen (B)(6) 2002; (B)(6) 2007 compared to (B)(6) 2006, no change calcified left node, right lobe mild enlargement. Path reported (B)(6) 2005 excised skin: irritated seborrheic keratosis right forehead. (B)(6) 2007: on prednisone 20mg taper. On (B)(6) 2007: history includes: thyroid nodule, sarcoid reactivated and see prior version. Additional records received (B)(6) 2008: eye records (B)(6) 2003-(B)(6) 2007 includes: injury (B)(6) 2003 left orbit and (B)(6) 2003 left eye/orbit from falls; CT orbits (B)(6) 2003 and (B)(6) 2003: swelling, soft tissue lesion left peri/supraorbital tissues, no fx. (B)(6) 2004 mild thickening temporal superior orbital rim. Additional info rec'd (B)(4) 2008 legal: dermatology records: operative notes and biopsy results (B)(6) 2004: right thigh, simple lentigo, and back: atypical compound nevus; (B)(6) 2005, right upper forehead: seborrheic keratosis, irritated; (B)(6) 2006, right thigh: atypical junction nevus; history: "dysp. Nevus"; mole right ankle; (B)(6), chronic benign neutropenia, ovarian cysts, face lesion (B)(6) 2006 prev removed by "face peel;" +etoh. Namip. Additional info received by legal (B)(4) 2008: pharmacy and dental records: possible concomitant meds- levofloxacin (levaquin), moxifloxacin (vigamox), olopatadine (pataday), clotrimazole-betamethasone, dental premed (nos). Namip. Addendum for internal review (B)(4) 2008: had 0.2cc botox (B)(6) 2007; lumpy right cheek malar prominence noted (B)(6) 2007, juvederm lot # hv24242912/exp 9/09 used to blend it in. On (B)(6) 2007 word is canthal, not central. Sculptra reconstituted (B)(6) 2007 not (B)(6) 2008 for (B)(6) 2007 treatment. Event start was in 2007. Additional info received by legal (B)(4) 2008: gyn records received and past history. Additional info from physician via sales rep received (B)(4) 2008: ongoing lumps/bumps near/around eye(s) after sculptra injection, injection dates confirmed. Pt is and has received ongoing treatment "to minimize the appearance of lumps." Namip. Additional info from physician's office staff (B)(4) 2008 no info given, (B)(4) 2008, said no additional info.

Manufacturer narrative:
(B)(6).